Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the cartridge was leaking from an undefined area. Reportedly, customer went to the hospital for diabetic ketoacidosis due to leaking cartridge. Customer declined troubleshooting from tandem technical support. There was no reported adverse impact. No additional information was provided.